Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side " rupture, necrotic tissue around the implant, lump in their neck, and "other medical issues" device has been explanted.